Event description:
The customer tested his blood glucose and received a reading of 151 mg/dl on his prestige meter and a reading of 158 mg/dl on his one touch meter. He retested a few minutes later using his breeze meter and received a reading of 478 mg/dl. The difference between the first two readings and the breeze reading falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.